Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead noted noise and oversensing resulting in greater than two seconds of asystole in this pacemaker dependent patient. The noise was reproduced with arm movements. No changes to the system have been planned, but it was noted the physician may plan a lead revision in the future. No adverse patient effects were reported.